Event description:
The dr had difficulty inserting the iab into the sheath. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: unknown-reported 6/17/97). (Pt's current status: unk-rpt'd 6/17/97).